Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 140 units, and the insulin gauge displayed 75 units. Eventually, the insulin gauge decreased to 30 units, but increased back up to 38 units. Subsequently, the cartridge may have been filled with cold insulin. The customer's blood glucose level was 270 mg/dl, and was addressed with a correction bolus via the pump. Although requested, the contact declined to reload the existing cartridge, and confirmed that a new cartridge would be loaded after ending the call.